Event description:
It was reported to philips that the wireless foot switch was defective. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was completed as planned by using the same footswitch as the battery was not empty during the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed the reported malfunction. Upon troubleshooting, fse found that the wireless footswitch could not be recharged, both the wi-fi indicator and battery indicator were red, despite the footswitch being connected to the charger. Upon functional testing, fse tried charging the device with a different power supply, the issue remains the same. To resolve the issue, the fse replaced the wireless footswitch and returned it to philips for further analysis. The analysis showed anti slip rings were missing and loose brackets, which will not have any impact of the footswitch functioning. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned, using the same footswitch without impacting the procedure. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Health impact code was corrected